Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported a company representative met with the patient and was unable to establish communication between the patient's ipg and external devices. The patient's programmer also reflected a communication error. The patient stated she last recharged the ipg in (B)(6) 2017. The ipg was inoperable. As such, the patient underwent surgical intervention wherein the device was explanted and replaced.